Event description:
In october 2000, the patient reported symptoms of a high fever and was treated with antibiotics. Subsequently, the patient began to have convulsions. Patient was admitted to the hospital. On the day of the event advanced bionics was notified that the device had been explanted in order to diagnose and treat the infection. The device was analyzed and the presence of a golden staphylococcus infection was found. The hospital staff believe the germ may have transferred to the patient at the time of incision. The staff indicated that they have complained to their administration about poor disinfection solutions in the or, common betadine is not enough.